Event description:
It was reported that approximately one month ago, the patient heard the critical alarm and the pump went dry. The patient went through withdrawals, and it was ¿awful.¿ the patient called their healthcare provider (hcp) and they were able to get her in to get her pump filled. When the patient got up after her pump was filled the room was spinning. The patient was still having withdrawal symptoms on the date of the report. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).